Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a tear in tubing through pinch valve (pv40). The fse replaced the tubing and the instrument performed without leaks. The fse also cleaned the autoloader deadplate as incidental service. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 mls of green liquid with some blood residue leaked from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.